Manufacturer narrative:
The insulin pump functioned properly during functional check including rewind and basic occlusion, occlusion, prime, the excessive no delivery, displacement, self-test, unexpected test and all operating current test. No unexpected low battery, failed battery test or off no power alarm noted. However, the battery tube was corroded. No damage on battery tube spring noted. The insulin pump received with minor scratched display window, cracked case at display window corners, cracked reservoir tube lip and stained endcap sticker.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
A customer reported via phone call indicating a failed battery test on their insulin pump. The customer's blood glucose level was over 200 mg/dl at the time of the incident. The customer stated that there was brown residue in the battery compartment of the device. The customer was informed that (B)(6) aaa alkaline batteries are most effective. The customer was assisted with the issue and was informed that the pump needed to be replaced and was advised to discontinue use of the insulin pump and to revert to the back up plan. A replacement insulin pump was shipped to the customer. The customer sent the product back for analysis.